Manufacturer narrative:
Correction: it was inadvertently reported in the initial medwatch report that the date the device was available for evaluation was (B)(6) 2017. Please note that this has been updated to (B)(6) 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device was broken was confirmed. An assessment was performed and it was observed that the device had a broken (fractured) foot plate (neuro-tip). It was determined that this condition was due to excessive force being placed on the device during use and/or mishandling by dropping or hitting the device against something causing the neuro-tip to fracture. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the crani-p craniotome device neuro tip was damaged. It was noted that part of the device was disconnected and the bearings were worn out. It was also noted that the device failed pre-repair diagnostic tests for visual assessment and vibration. It was noted in the service order ¿broken¿. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.